Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 1mg/ml at 0. 2mg/day via an implantable pump. The indication for use was non-malignant pain. The patient¿s medical history included chronic pain. On (B)(6) 2018 it was reported that the patient experienced weight change and the pump was flipping in the pocket. The environment al, external or patient factors that may have led to the issue was weight change. There were no diagnostics or troubleshooting performed. A pocket revision was attempted due to the pump moving freely in the patient¿s existing pocket. During the revision the catheter was discovered to be coiled tight over it self many times. The catheter was found to be twisted in the pocket significantly. A section of the catheter was excised, and the pump was placed back in the pocket but not connected at this time. The healthcare provider planned to revise the entire catheter in one week. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported.